Event description:
It was observed that during the device evaluation, the single use aspiration needle's sheath was buckled. There was no patient involvement.

Manufacturer narrative:
Additional information: e1: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the buckling of the sheath is thought to have occurred due to bending loads applied to the insertion part when it was removed from the tray or inserted and removed from the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.